Manufacturer narrative:
The field service engineer (fse) performed troubleshooting with assistance from technical support and found that the problem was caused by failure of the tarpon amp boards (pn: 6707139) at fl3, fl4 and fl5. The fse replaced three defective boards. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).

Event description:
The customer requested a replacement of a defective tarpon amp board on their fc500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.